Manufacturer narrative:
Eval summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone, fax, and mail. (B)(4).

Event description:
A surgeon reported having a pt with a flipped axis following intraocular lens (iol) implant surgery. Additional info has been requested.